Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, wear abrasion, yellow particles and an opening(linear) on posterior leak test and microscopic analysis was performed which identified an opening crease smooth( on posterior and observed void on valve side out of specification. The fill test inspection was performed, with the result of no blockage. Based on the device analysis, the final assessment is void on valve texture side assessed as a workmanship issue, and an opening crease(smooth) on posterior due to fold(flaw) opening.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
Fi results: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.